Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Four possible lot numbers were supplied by the user. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The user reported that the dialysis catheter was leaking at the hub. The leak was identified three months after implantation. The catheter was removed and replaced. No harm or injury to the patient was reported. Implantation date of (B)(6) 2015 is an estimate.

Manufacturer narrative:
The device is not expected to be returned for evaluation. A follow up report will be submitted when the evaluation has been completed.